Manufacturer narrative:
The pump was received with no button response due to unlocked connector on lcd board. The pump was received with cracked reservoir tube lip, cracked case near display window corners, and cracked end cap noted. (B)(4).

Event description:
It was reported that the customer's pump was dropped and the back part has cracked and the device no longer works. The customer's blood glucose level was reported to be 340mg/dl. It was reported that the pump would be replaced and returned for analysis.